Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after all the stent grafts were implanted there was a type 3 endoleak coming from between 2 iliac stent graft components. The area of endoleak was aggressively ballooned with a reliant balloon. After the ballooning the endoleak became worse and the decision was made to reline the area of leaking with another aneurx iliac stent graft. The endoleak was completely resolved. No films for review of the case were provided. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: - lack of info - no films available. Evaluation: conclusion: - lack of info - no films available. Required secondary intervention.